Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number traceable to the manufacturing documentation. The root cause has not been identified. The manufacturer internal reference number is: 2020-68177.

Event description:
A physician reported opacification in the interstice of intraocular lenses (iols). Additional information has been requested.